Event description:
P1038 - n/a - issue: on (B)(6) 2023 it was reported that a few patients from (B)(6) 2023 and (B)(6) 2023 have reported a sharp pain toward the end of the procedure.it was stated their eye drop regiment has not changed and none of the patients who experienced this pain had noticeable movement. Discomfort occurred toward the end of the procedure, with no issues in docking or scanning.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: (B)(6) jefic reviewed the open call for lls5140. Case #4387: decentered suction ring placement and sub-adequate suction. Three incisions planned and executed, ak 1 as 34-degree arc at axis 165 with 4.0 radius, ak 2 as 34-degree arc at axis 343 with 4.0 radius, and clear corneal incision at axis 40. Patient movement noted at frame 40 (middle point of ak 2 firing) and through completion of procedure. Root cause: laser functioned as designed. Mention of patient discomfort related to patient movement. No further follow up required.